Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reports having trouble with implant where he charges to 100% and drains within 3-5 hours. The patient was redirected to their healthcare provider to further address the issue. Pss advised to make an appt with hcp to have the ins checked.